Event description:
Information was received indicating that this ambulatory infusion pump exhibited a wrong cassette error. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found all labels intact and the device in good condition. A review of the event log found wrong cassette alarms. Use testing was performed and found that the error was observed after a cassette was latched. It was observed that the issue was caused by fluid ingression. Based on the evidence, the root cause was attributed to a user issue.